Event description:
The facility representative reported "equipment is extinguished - equipo se apaga" on a flogard pump. Info was not provided regarding whether or not the problem occurred during a pt infusion. Although baxter attempted to obtain info, details were not available regarding additional contact info. According to the facility representative, no pt injury or medical intervention had been reported to the device. No additional info was available.

Manufacturer narrative:
The device has not yet been rec'd for evaluation. When the pump is rec'd for evaluation, a follow-up report will be filed upon completion of the evaluation, or if additional info becomes available.